Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.